Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿

Event description:
On (B)(6) 2022, the patient underwent emergency endovascular treatment for an impending abdominal aortic aneurysm rupture using a non-gore manufactured stent graft and gore® excluder® contralateral leg components. A 16fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. A final intra-operative angiograph reportedly showed a dissection in the left external iliac artery (eia). The eia measured 15mm in diameter, with the true lumen measuring 10mm. No further treatment was given, and the physician elected to take a wait-and-see approach. The patient tolerated the procedure. The reporting physician commented as follows: the dissection probably occurred during cannulation to the contralateral leg hole as sheaths were exchanged at that time.